Event description:
Hold for kh 12/05 the customer reported to olympus that during preparation for use, the gastrointestinal videoscope nozzle was clogged. The customer noted it could have been a piece of gauze. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During testing and inspection of the returned device, the nozzle was found to be clogged with foreign material, which has been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The device was returned for evaluation. During the evaluation, it was determined that foreign material had clogged the inside of the nozzle. Additionally, the evaluation revealed the following findings: due to clogging of nozzle, water removal ability did not meet the standard value; due to wear of angle wire, bending angle in up direction and the play of the up/down knob did not meet the standard value and the angle wires were stretched; adhesive on bending section cover had a chip and crack; adhesive on bending section cover had white-clouded area; adhesive around objective lens was peeled and had white-clouded area; light guide lens had a crack and adhesive around the light guide lens was peeled and had white-clouded area; plastic distal end cover, connecting tube, switch 2, and universal cord were scratched. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif-xz1200, chapter 3 preparation and inspection¿ describes the methods for detection. Gif-xz1200, chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes the methods for prevention. Olympus will continue to monitor field performance for this device.